Event description:
Additional information received on 9/29/2025 for report mw5172871. Findings of the investigation: this complaint was sustained as category ii. In addition to the above summary, an FDA form 3500, (medwatch), and questionnaire were submitted which provided more information on the deficiency. The FDA form 3500 was submitted as a document with the sf 368 and stated, "dr. (B)(6) were using this during a laparoscopic inguinal hernia procedure when the balloon tore or shredded during use. The item was removed and discarded, and a completely new product was opened and used without problem to complete the surgery." The questionnaire was completed and returned to mr. (B)(6) by ms. (B)(6) on august 19, 2025, and provided more details on the deficient product and the incident. In the questionnaire it was annotated there wasn't any harm to the patient and the procedure was a laparoscopic inguinal repair. The individuals involved in the procedure with the deficient item were maj (B)(6) and ms. (B)(6) was not aware if the vendor was notified by the department of logistics and stated that the deficient item was discarded in the operating room at the time of the surgery. A case complaint number was not provided by the personnel contacted during this clinical investigation. Action taken to correct existing deficiency: a review of maude reports from the past five years revealed 10 incidents in reference to this item with no reports of patient harm or injury. A review of pqdrs from the past five years revealed 1 instance of similar issues with this product and there was one ecri alert from (B)(6) 2024 in the system to date regarding this product. Action taken to preclude recurrence: continue to monitor enterprise for similar incidents with this product. Continue to monitor your environment for deficiencies with this item. Recommend the originator coordinate with the (B)(6) to receive a case complaint number or verification from the vendor of this product deficiency. Recommend department of logistics attain a case complaint number from the vendor to receive a refund/replacement of the deficient item and request an investigation report by the vendor on the deficiency that occurred with this product for safety and quality purposes.

Event description:
Dr. (B)(6) and dr. (B)(6) were doing a laparoscopic inguinal hernia surgery today, (B)(6) 2025. During the procedure it was discovered that the balloon tore or became shredded. The item was removed from inside the patient and discarded before pictures were taken. Original wrapping for item was held back for reference. A completely new product was brought to the operating room to use in place of the pdb kidney balloon. No harm to patient. Exp 2027-03-31. FDA medwatch report filed.